Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique as the patient did not wear a mask while performing therapy, which is a use error that can cause peritonitis or potential contamination. A review of all batch record documents was performed on h11g29043, h11j03043, and h11f22040 with no issues noted during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This issue is being investigated through CAPA.

Event description:
Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012 regarding an unrelated alarm. The rn stated that the home patient (hp) had developed peritonitis because she did not wear a mask while performing therapy. There have been no other issues with therapy and there was no other patient injury or medical intervention reported. Follow-up information was supplied by a nurse to global pharmacovigilence on (B)(6) 2012. On (B)(6) 2011, the patient began dianeal pd4 ambuflex and extraneal viaflex for automated peritoneal dialysis (apd and end stage renal disease (esrd). On (B)(6) 2012, the pd therapy was stopped. On an unreported date, poor aseptic technique was exercised further described as did not wear a mask. On an unreported date, the patient experienced an exit site infection. On (B)(6) 2012, the patient experienced the peritonitis. The cause of the peritonitis was poor aseptic technique and associated with the exit site infection. The patient was not hospitalized. On an unreported date in (B)(6) 2012, the patient began remedial therapy with vancomycin (dose, route and frequency not reported). On (B)(6) 2012, the patient was switched from pd therapy to hemodialysis. On an unreported date in (B)(6) 2012, the event of bacterial peritonitis with culture positive for (B)(6) had resolved. It was not reported if the patient received retraining on proper aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.